Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8598, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
Information was received by a consumer, in regards to a patient who was being treated with intrathecal bupivacaine (unknown concentration and dose) and dilaudid 40 mg/ml at 9.997 mg/day via an implanted pump. The pump's indication for use (IFU) was non-malignant pain and radicular pain syndrome (radiculopathies). The patient's medical history and concomitant medications were not reported. The consumer reported that the pump was due for replacement and ¿the pump was already failing.¿ the patient stated that at his last refill in (B)(6) 2015, the healthcare provider (hcp) told the patient that ¿it¿s not delivering as much medication as it should be.¿ the pump was not alarming and the patient¿s next refill was due at the end of (B)(6), maybe (B)(6) 2016, but was not sure. The hcp did not expect the pump to last until then and wanted to have the pump replaced by the end of the year. No patient symptoms were reported. Additional information has been requested regarding clarification of the issue with the pump, troubleshooting and actions/interventions that were taken to resolve the pump issue, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.